Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic device had an air in line alerts and could not get a good flow. Mss walked the nurse through the proper way of disconnecting and reconnecting pads, nurse took notes and said would see if it worked and would call back if they need additional help.

Event description:
It was reported that the arctic device had an air in line alerts and could not get a good flow. Mss walked the nurse through the proper way of disconnecting and reconnecting pads, the nurse took notes and said would see if it worked and would call back if they need additional help.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines ¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.